Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Non union of a tibial fracture. Removed distal medial tibia plate and 8 screws.